Manufacturer narrative:
Per MFR. Findings: most probable root cause: user error. Broken cable strands can be seen at the cut direct behind the strain relief. These strands have probably been damaged by pulling on the cable and/or mechanical stress (e.g. Radius too tight) and have broken as a result. The same amount of current then flows through a smaller cross-section, which leads to heating and can result in the described fault pattern. The malfunction is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Evaluation/investigation of the product: per the complaint incident the cable has a hole. IFU 97000149 IFU v2.0(10-2017) bipolar hf cable warns "instruments and all of the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage and to make certain that the plug connection maintains good contact. Poor or insufficient contact or damage to the cable insulation and plugs may lead to voltage flashovers. The malfunction is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was an issue with the product (uh801) bipolar high frequency cord. According to the information received, wire sparked during case it has a hole in it. There was no harm to the patient or user reported.